Event description:
The customer reported the occurrence of 161, 162, and 163 error codes indicating pump motor stalls had occurred during clinical use. While exact use condition are not availalbe, and the dates of occurrence are also unknown, it is belived that the event occurred at flow rates <20ml/hr. The pts were reportedly not injured by the events. The alarm systems reportedly functioned as intended, notifying the caregivers of the events.